Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of foreign body ("foreign object not body-like is encapsulated in tissue seen in us/ little bump in lower back at diaper edge/ when palpable I could measure with waistband about 2.5-3cm long and about 0.7cm thick then it narrowed to edges and I could not feel any edge"), tonsillitis ("tonsillitis") and congenital anomaly of inner ear ("injury to the inner ear") in a female infant exposed to essure during pregnancy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "essure micro-insert exposure in utero". The mother's concurrent conditions included device dislocation (on MRI right coil not seen in (B)(6) 2015) since (B)(6) 2015. In (B)(6) 2014, the (B)(6) year-old mother had essure inserted. In (B)(6) 2017, the infant was diagnosed with foreign body (seriousness criteria medically significant and intervention required). On an unknown date, the infant was diagnosed with tonsillitis (seriousness criterion medically significant), congenital anomaly of inner ear (seriousness criteria medically significant and congenital anomaly) with hypoacusis, discomfort ("troubled if she sits longer moments like for example in the stroller/ when she bends forward and goes up quickly, says ouch and takes herself on her back on the same side"), functional gastrointestinal disorder ("her intestines work a little bit bad"), dysuria ("when she urinates - noted that she says ouch sometimes but not always") and sleep disorder ("sleeps pretty worried"). Last menstrual period and estimated date of delivery were not provided. The infant was exposed to essure in place during the first, second and third trimesters of pregnancy. The infant was treated with polyethyl. Glyc. W/potas. Chlor./sod. Bicarb. (Movicol), surgery (surgical removal after the summer holidays) and alternative therapy (hearing aid). At the time of the report, the foreign body, congenital anomaly of inner ear, discomfort, functional gastrointestinal disorder, dysuria and sleep disorder had not resolved and the tonsillitis had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered foreign body to be related to essure. The reporter provided no causality assessment for congenital anomaly of inner ear, discomfort, dysuria, functional gastrointestinal disorder, sleep disorder and tonsillitis with essure. The reporter commented: mother stated the baby had impaired hearing since 11 weeks of age in both ears; it was not possible to confirm how serious her impairment of hearing was as she was too small, a hearing aid was working well. A "bump" the elongated induration under the skin was discovered in 2017, and that it was more superficial then, now it was no longer as palpable as it had moved a little further inwards. Mother will see what baby's physician says and how to proceed in (B)(6) 2017 when she has a re-visit. Mother is planning to remove this object. The pregnancy and the child delivery were normal. Baby's motor skill was what can be seen was normal and she walks. On the other hand, she is troubled if she sits longer moments like for example in the stroller, perhaps because whatever it is, is on her back where the diaper and the waistband are pressure (mother's case no (B)(4)). As per follow-up information: physician believed that most likely the child had essure embedded on her back. Currently, essure was not as clearly palpable as before, but a surgery with fluoroscopy / ultrasound will be performed to remove it. According to the mother, the whole process is going very slowly. The bump was discovered in (B)(6) and now it is already october. She is going to be (B)(6) years in (B)(6). It has to go out. You cannot remove if you do not know what it is the doctor had said. Mother stated that she is pretty worried, she wants to sleep closely to her child. She goes to the toilet. But from 9 months she used movicol, her intestines work a little bit bad. She still uses diaper. Her child follows you with your eyes. Regarding the permission to contact implanting physician, reporter stated that she wants to wait until they know what it is through the patient before we can go any further with the implanting physician, does not want to leave contact details to the physician. They will respect her response. Diagnostic results: ultrasound (B)(6) 2017: a foreign object not body-like that is encapsulated in tissue seen. It has shown that something is encapsulated in tissue and the question is foreign body. They have not received any x-ray appointment time. Not prioritized. Different doctors have sensed on her back, the size is 3 cm. On the ultrasound it looks like a half moon. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-oct-2017 for the following meddra pt: foreign body: (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-sep-2017: new events added: when she bends forward and goes up quickly, says ouch and takes herself on her back on the same side, her intestines work a little bit bad, tonsillitis, when she urinates - noted that she says ouch sometimes but not always, injury to the inner ear and sleeps pretty worried. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of foreign body ("foreign object not body-like is encapsulated in tissue seen in us/ little bump in lower back at diaper edge/ when palpable I could measure with waistband about 2.5-3cm long and about 0.7cm thick then it narrowed to edges and I could not feel any edge") and hypoacusis ("impaired hearing since 11 weeks of age in both ears") in a female infant exposed to essure during pregnancy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: foetal exposure during pregnancy "essure micro-insert exposure in utero". The mother's concurrent conditions included device dislocation (on MRI right coil not seen in (B)(6) 2015) since (B)(6) 2015. In (B)(6) 2014, the (B)(6)-year-old mother had essure inserted. In (B)(6) 2017, the infant was diagnosed with foreign body (seriousness criteria medically significant and intervention required). On an unknown date, the infant was diagnosed with hypoacusis (seriousness criteria medically significant and congenital anomaly) and discomfort ("troubled if she sits longer moments like for example in the stroller"). The infant was exposed to essure during the first, second and third trimesters of pregnancy. The infant was treated with surgery (surgical removal after the summer holidays). At the time of the report, the foreign body, hypoacusis and discomfort had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered foreign body to be related to essure. The reporter provided no causality assessment for discomfort and hypoacusis with essure. The reporter commented: mother stated the baby had impaired hearing since 11 weeks of age in both ears; it was not possible to confirm how serious her impairment of hearing was as she was too small, a hearing aid was working well. A "bump" the elongated induration under the skin was discovered in 2017, and that it was more superficial then, now it was no longer as palpable as it had moved a little further inwards. Mother will see what baby's physician says and how to proceed in (B)(6) 2017 when she has a re-visit. Mother is planning to remove this object. The pregnancy and the child delivery were normal. Baby's motor skill was what can be seen was normal and she walks. On the other hand, she is troubled if she sits longer moments like for example in the stroller, perhaps because whatever it is, is on her back where the diaper and the waistband are pressure (mother's case no (B)(4)). As per follow-up information: physician believed that most likely the child had essure embedded on her back. Currently, essure was not as clearly palpable as before, but a surgery with fluoroscopy / ultrasound will be performed to remove it. Diagnostic results: ultrasound (B)(6) 2017: a foreign object not body-like that is encapsulated in tissue seen. It has shown that something is encapsulated in tissue and the question is foreign body. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pt: foreign body: n° 3 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician from children's hospital was called and stated that the object will be surgically removed from the child after the summer holidays. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.